Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the device during a thoraco lobectomy, it was stated that the cartridge could not be removed from tissue. Staples were fired, but the cartridge was stuck to the tissue. The cartridge was removed and the pulmonary artery that could not be removed was cut off with scissors. A reload was then replaced and additional resection was done to resolve the issue in order to complete the case. There was no patient injury.